Manufacturer narrative:
Lot information was asked but unknown. The device is expected to be returned by the dentist. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the inclusive titanium abutment (straumann bone level) fractured. Per the doctor's note, the fractured abutment caused the crown to fracture off completely at the gum line. Procedure was performed to remove the piece of abutment from the implant. The abutment fractured about 3 years after restoration was placed for the tooth # 3. The patient has no relevant pre-existing condition that might have contributed to the failure. There was no injury to the patient.

Manufacturer narrative:
It was initially reported that the device was available for return, however, after a last attempt contact was made with the reporter, information was received that the device is not available. Photographs are all they have to show the issue. There was no device history record (DHR) review as the lot number was asked, but unknown. In the photographs it shows a partial abutment that remained inside of the restoration (crown). The abutment appeared to be completely sheared off, on the side connecting to the restoration. The complaint is verified based on the photographs provided. A stock product was unavailable to review, for this device. A possible root cause for the incident was that the abutment/restoration was exposed to prolong forces and caused fatigue at the portion connecting to the restoration. An inclusive abutment can withhold approximately 800 newtons, however, it cannot be determined the amount of force that was applied while this fractured abutment was in place. There was no report of injury to the patient. This event will be tracked and trended.